Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic with pre-syncope due to an arrhythmia potentially due to a lead anomaly. The left ventricular (lv) lead was deactivated to resolve the lead anomaly and patient symptoms. Additional information regarding the event and patient was requested but not received.